Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was implanted in the patient's ureter in (B)(6) 2016 (exact date unknown). According to the complainant, on (B)(6) 2017, the stent was noted to be calcified making it difficult to remove. After the physician's assessment, percutaneous nephrolithotomy (pcnl) was performed to remove the stent from the patient. The entire stent was completely removed from the patient. Although the stent was found calcified, it was reportedly still able to drain. Additionally, it has been found that one of the pigtails of stent was detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.